Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft was kinked/buckled. The articulation of the delivery system was out of plane. There was a deployment issue with the delivery system. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 6 cm from the distal end of the delivery system. The inner shaft is kinked at 2.5 cm from the distal end of the recapture cone. The device was able to be deployed, the device was able to be pulled to the recapture cone with the tether without restriction, the device was able to be fully recaptured in the device cup with resistance due to the inner shaft being kinked and the outer shaft being kink/buckled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 14-jan-2021/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 17-dec-2019, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, dev rtn to MFR? Yes, device mfg date: 18-jul-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) high thresholds were observed. Recapture of the leadless ipg was attempted but could not be fully recaptured. The leadless ipg system was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.